Event description:
Pt also called in to schedule dme (supply) shipment but also to report one ms3 pump stopped working (serial number# (B)(4)). Scheduled replacement pump shipment and dme(supply). No other info is known. Did the reported product fault occur while in use with a patient? Unk. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Reported to (B)(6) by pt/caregiver.